Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump completely stopped working. The customer stated they were wearing the pump in the shower. After they noticed, the pump had a blank display. The customer's blood glucose ranged from 220mg/dl- 240mg/dl. Customer stated the contact on the battery cap is damaged. The customer was advised the insulin pump will be replaced and to revert to back up plan.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. Unable to perform the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to the blank display. Also, the pump was received with corrosion on the motor and force sensor. The pump was received with a scratched case, a cracked case behind the pump near the battery compartment, a faded serial number label, a pillowing keypad overlay, and minor scratches on the lcd window.